Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user recently had strep and previously uri (upper respiratory infection) virus, and recently fell off a recliner and hit her head about 5 weeks ago. After the fall, the coil on her right processor started flashing red, but was green again after replacing the cable. The user then experienced issues with her right implant, and the audiologist requested integrity testing after noticing high impedances at her last visit. The user has been reimplanted.

Event description:
The user recently had strep and previously uri (upper respiratory infection) virus, and recently fell off a recliner and hit her head about 5 weeks ago. After the fall, the coil on her right processor started flashing red, but was green again after replacing the cable. The user then experienced issues with her right implant, and the audiologist requested integrity testing after noticing high impedances at her last visit. The user is currently being scheduled for CT scan to rule out middle ear issues.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.